Manufacturer narrative:
Summarized patient outcomes/complications of portico were reported in a research article in a subject population with multiple co-morbidities including severe tricuspid aortic stenosis and severe bicuspid stenosis. Complications reported included death, cardiac arrest, hemothorax, stroke, ischemic transient attack, hospitalization-prolonged hospitalization, unexpected medical intervention (antiplatelet or anticoagulant therapy, difficult to fold, unfold or collapse (valve under-expansion) these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting a portico into a biscupid aortic valve. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "in-depth, patient-level analysis of clinical events in the notion-2 trial", was reviewed. This research article is a retrospective single-center experience to evaluate transcatheter aortic valve implantation (tavi) versus surgical aortic valve replacement (savr) in young, low surgical risk patients with severe tricuspid and bicuspid aortic stenosis (as). Devices mentioned in the study were portico, acurate neo2, evolut tav, and sapien 3. The article concluded the need to conduct large dedicated randomized control trials (rcts) in younger patients with bicuspid aortic stenosis to determine optimal treatment strategies. [The primary and corresponding author was ole de backer, copenhagen university, the heart center ¿ rigshospitalet, inge lehmanns vej 7, opgang 2, 2100, copenhagen, denmark, with corresponding email: ole.debacker@gmail.com.] This study included patients in the nordic aortic valve intervention 2 (notion-2) clinical trial from 30 june 2016 to 28 february 2023. A total of 370 patients were included in the study, of which an unknown amount received an abbott device. The average age was 71.1 years old. The majority gender was unknown. Comorbidities included severe tricuspid aortic stenosis and severe bicuspid stenosis.